Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 8mm amplatzer septal occluder was selected for implant on (B)(6), 2022. During the procedure the device deformed into a cobra head. The device was retrieved and repositioned three times prior to released from the delivery cable but the same issue occurred. No angulation or kink were observed and no interaction with atrial structure during deployment. A 7mm amplatzer septal occluder was selected and implanted. Patient stable, no additional information was provided.

Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. One photo was received from the field. The photo appeared to show one of the occluder was deployed in a cobra deformation outside of the patient and the other occluder was placed in the bin. However, the investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.